Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead high pace impedance measurements were noted when the lead was connected to the pacing system analyzer (psa). The lead was repositioned several times, but the values remained high thus a new lead was used. The lead was disposed and will not be returned. No adverse patient effects were reported.